Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed due to calcification. The sutures of two new proglide devices were successfully pre-placed. An 14f sheath was used and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B6: relevant tests/ laboratory data.

Event description:
Subsequent to the initial report the following information was received: no calcification was noted at the access site. No additional information was provided.